Event description:
The patient experienced pocket infection and the leads were explanted and replaced with a leadless ipg system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146479.